Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. The contact reported that the customer's blood glucose(bg) level was elevated; no exact value was provided. A correction bolus via the pump was delivered to address the bg level. The contact reported that self troubleshooting was performed and insulin was resumed. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.